Event description:
It was reported the patient had surgery on (B)(6) 2010 to have a new catheter placed and connected to the pump. While the patient was recovering from that procedure, the patient experienced drainage from the lumbar wound. The patient was hospitalized. The wound was aspirated and found to have a positive gram stain. The drainage was cultured. The culture was positive for klebsiella pneumoniae. Date of onset/diagnosis of infection was indicated as between (B)(6) 2010. On (B)(6) 2010, the wound was irrigated, drained and debrided. The pump and catheter were explanted. The patient was placed on an extensive course of antibiotic therapy to resolve the infection. Patient returned to the operating room on (B)(6) 2012, to have a new pump and catheter placed. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).